Event description:
It was reported that during reprocessing of the cobra grasper instrument, the wires on the instrument were frayed. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a frayed cable at the distal idler pulley and the proximal clevis hub. The frayed cable section is approximately 0.09 in length. No damage was found on pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.